Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 10.2 mmol/l. The customer stated that the o-ring has fallen off and it is very difficult to lock in the reservoir. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked keypad at the select button, a cracked case near the belt clip rails corners, a cracked case on the battery tube, a broken reservoir tube lip, a missing retainer and a missing reservoir tube o-ring. Unable to perform the displacement test due to a missing retainer.